Manufacturer narrative:
The insulin pump was received with cracked end cap, partially broken reservoir tube lip, minor scratched display window, cracked battery tube threads and missing end cap sticker. The insulin pump passed displacement test. The insulin pump was unable perform basic occlusion test, prime test, excessive no delivery test, occlusion test or verify prime alarms due to cracked damage to end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system last thursday night and it occurs each time with changing the reservoir. Alarm reoccurred today and his blood glucose was unknown. Customer stated the motor stop during the manual prime process. He wasn't sure if the device was dropped or bumped prior to the alarm occurring but it has been dropped over the years multiple times. The drive support cap was loose. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.